Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent deformation occurred. The 80% stenosed target lesion was located in the left subclavian artery. A 9.0x40x135 cm express ld stent balloon expandable was selected for subclavian artery stenting. The preoperative examination showed no abnormalities. However, during use, the tip was kinked and could not enter the delivery sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. (B)(6).

Event description:
It was reported that stent deformation occurred. The 80% stenosed target lesion was located in the left subclavian artery. A 9.0x40x135 cm express ld stent balloon expandable was selected for subclavian artery stenting. The preoperative examination showed no abnormalities. However, during use, the tip was kinked and could not enter the delivery sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the patient did not have a challenging anatomy.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6) hospital. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the express ld device was returned to our post market quality assurance laboratory. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted with the balloon material. An examination of the crimped stent identified that the 5th, 6th and 7th row of the stent on the distal end was noted to be damaged. A visual and tactile examination identified no issues with the shaft and tip of the device. This concludes the product analysis.

Event description:
It was reported that stent deformation occurred. The 80% stenosed target lesion was located in the left subclavian artery. A 9.0x40x135 cm express ld stent balloon expandable was selected for subclavian artery stenting. The preoperative examination showed no abnormalities. However, during use, the tip was kinked and could not enter the delivery sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the patient did not have a challenging anatomy.